Event description:
It was reported that a protorq contra angle seized during use, possibly causing a file to separate; the pt indicated a preference to have the tooth extracted, though exact outcome of the event is not known as of this report.

Manufacturer narrative:
Because eval of the unit involved is not complete as of this report, and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. The device was returned to the physical MFR for eval, though results are not available as of this report. Further info pertaining to this event, including eval results, will be submitted as it becomes available.